Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Revision left hip replacement, osteolysis was the reason documented on the (B)(6). Abg shell and stem removed and replaced with gap cage, contemporary shell and restoration modular cone conical.